Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part # 314.743. Synthes lot # h549832. Supplier lot # h549832. Release to warehouse date: 01 nov 2018 . Supplier: (B)(4) inc. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition h3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: d10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h6: investigation summary background: it was reported on november 4, 2019, the tip of the reamer/irrigator/aspirator (ria) shaft was discovered to be broken during processing at the sterile processing department (spd). There was no patient and surgical involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: the drive shaft-minimum 520mm length-for use with ria (p/n: 314.743, l/n: h549832) was received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. No fragments were returned. Scratches/nicks were observed on the mid-shaft of the device. No other issues were identified with the returned components of the device. Document/specification review: the following document(s) were reviewed: - drive shaft assembly ria: 314_741 rev m (current and manufactured) - drive shaft ria: 314_741_1_2 rev b (current and manufactured) no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the distal tip of the device was broken. Although no definitive root cause could be determined based on the provided information, it is possible that the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history: part # 314.743. Synthes lot # h549832. Supplier lot # h549832. Release to warehouse date: 01 nov 2018. Supplier: criterion tool & die, inc. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the tip of the reamer/irrigator/aspirator (ria) shaft was broken while it was being processed at the sterile processing department (spd). There was no patient and surgical involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).